Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has 2 devices which have for the most part taken the edge off of reflex sympathetic dystrophy syndrome/complex regional pain syndrome. The patient's girlfriend is also diagnosed with reflex sympathetic dystrophy syndrome/complex regional pain syndrome and feels the stimulation for the patient's spinal cord stimulation system causing her pain levels to increase, even from hand holding. The patient has never had anyone else experience this in his presence. The patient's girlfriend does not have an implanted device, but for some reason she seems to feel the vibration. The patient reported that his girlfriend is hypersensitive to all electronics. The patient did not experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.